Manufacturer narrative:
H11: additional manufacturer narrative: updated: b2, b4, b5, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of two (2) years, six (6) months due to mitral regurgitation. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve. The patient left the room in stable condition.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve was scheduled for valve-in-valve intervention after an implant duration of two (2) years, five (5) months due to mitral regurgitation.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances, and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.